Manufacturer narrative:
The insulin pump was received with broken battery tube thread and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damage on the battery compartment. The customer reported that the insulin pump might have been dropped. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.